Event description:
The impactor was cracked during impaction of implant.

Manufacturer narrative:
This is a duplicate report of 1818910-2014 -35380. This report, 1818910-2015-10096, will be rejected. 1818910-2014-35380 will be kept for investigation purposes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.